Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the waveforms indicated that the device was slightly deep. The physician attempted to reposition under fluoroscopy, but the waveforms suggested that the device was under a papillary muscle. An echocardiogram confirmed the malposition. Further attempts to reposition were unsuccessful. The device was removed, a new peel-away was inserted, and the device was reinserted. No further positioning issues were noted. The patient was sent to the intensive care unit (ICU), and the patient subsequently expired on support. The impella functioned at p-7 at 2.4l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Event description:
Additional information reported the device will not be returned as it was discarded.

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
Corrected b1 is product problem was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.